Manufacturer narrative:
Reportedly, there was no patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the compliant system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a two (2) screwdriver shafts were discovered torn-up and needs replacement. There was no patient involvement reported. No additional information available. This complaint involves two (2) devices. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part # 314.453, lot # 3240483. Manufacturing location: (B)(4), release to warehouse date: sep 08, 2009. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The 314.453 short stardrive screwdriver shaft is an instrument routinely used in the 2.4mm variable angle lcp dorsal radius plate system. The instrument is utilized for screw insertion/removal. At customer quality, the returned instrument was inspected and the complaint of stripped was confirmed. Visual inspection performed at customer quality observed that the tip of screwdriver was worn. Additionally, the extreme tip portions were observed to be slightly twisted. The received condition agrees with the complaint description. The returned instrument was manufactured in sep 2009 and is over 7+ years old. Relevant drawings for the returned device were reviewed and no design issues or discrepancies were noted. Device was determined to be suitable for the intended design and application when used as recommended. Dimensional analysis performed at the corner to corner dimensions of tip measured 2.33 mm (ca215p) that falls within specification of 2.324 mm to 2.334 mm. While no definitive root cause could be determined it is possible that any unintended forces encountered by the device during its usage or handling could have contributed to the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.